Manufacturer narrative:
The user experienced an adverse event resulting in hospitalization while on ilet therapy. Hospitalization indicates a potentially serious medical condition requiring clinical intervention; however, no clinical details regarding the underlying cause, diagnosis, or treatment were provided. Engineering log review confirmed that device data corresponding to the reported event date were not available, as logs were last synced on (B)(6) 2026. Available device data showed no malfunction alerts and no factory reset. Based on the available information, a device malfunction could not be confirmed or excluded and the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced an adverse event resulting in hospitalization. The user was admitted to the hospital on (B)(6) 2026 and no additional clinical details or treatment information were provided; discharge date is unknown. No long-term health effects were reported.